Manufacturer narrative:
On 05/25/2017, the field service representative inspected the instrument and adjusted the transition between the belt and the tray for the upper to middle transition. The issue was resolved with no further vibration issues. He noted that the customer used both old and new racks. The customer stated they would only use new racks from now on. The root cause of the event was user error due to the customer using old racks. The customer was informed of the importance of using the new racks and to discard the old racks.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged that a sample rack tilts and shakes when transferring between the conveyor and the rack table, and that sometimes a rack falls over in the output unit. There was no allegation of any erroneous results being generated due to the issue. There was no allegation of any adverse event and no allegation of any exposure of the operator to potentially infectious material.  Investigation of the event determined a gap between the conveyor belt and the rack tray table may cause vibration of the 5 position racks during the transport. The rack vibration can be easily visually detected by the operator of the output unit.  This issue has previously led to sample spillage, posing a potential risk to operators of the device due to exposure to potentially infectious material. Relevant medical risk for trained operators is unlikely, since appropriate handling of sample spillage is described in the operator¿s manual.  This issue can also lead to potential cross-contamination of samples in the affected racks. The output unit is intended to store the racks from the connected analyzers. It is possible that the samples could be taken from the output unit for further analysis. In such cases, cross-contamination because of the spillage could lead to erroneous increased or positive results. The extent of bias cannot be assessed. Relevant medical risk cannot be entirely excluded.  Aside from this complaint, one additional complaint was previously reported which involved 2 systems out of 74 active systems.  An adjustment procedure which resolves this issue is already available. The adjustment procedure will be implemented within the service manual. Investigation activities are ongoing.